Manufacturer narrative:
(B)(4). Correction: the instructions for use does not instruct to soak the balloon prior to use. Incorrect preparation evaluation summary: the device was returned for analysis. The reported balloon rupture was not confirmed. However, the balloon and outer member were separated at the proximal seal. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of a type a1 lesion located in the left anterior descending artery (lad) with vessel size of 2.5 mm, it was noted that the implant(2.5x28 mm) did not expand when deployed at 1 atmosphere (atm) to the maximum allowable pressure of 8 atm. Therefore, the device was removed from the patient anatomy. A non-abbott device (2.5x30 mm) was advanced and implanted. Review of the angio identified a balloon rupture in the distal part of the balloon. The balloon had not been soaked prior to use as per the instructions for use. There was a good patient outcome. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received stating that there was no difficulty/resistance removing the protective sheaths from the device during preparation. No additional information was provided.